Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hospitalization, a patient experienced blood loss, which resulted in bradycardia and hypoxia, when a double (two) four way stopcock broke in half during continuous renal replacement therapy (crrt). The indications for the hospitalization and the renal replacement therapy were not reported. The cause of the break was not reported. The break occurred where the male luer fitting of one stopcock is bonded to the female luer fitting of the other stopcock. It was reported that the patient was about to be turned when the double gang stopcock (manifold for crrt) snapped in half causing the patient to bleed from the return line. Bleeding was immediately controlled. As a result, the patient experienced some blood loss (exact quantity was unknown); further described as "not a lot". Subsequently the patient experienced acute bradycardia and hypoxia and required re-intubation. It was reported that the patient returned to same level of care quickly and was taken off the respirator quickly. The patient's length of stay in the hospital was not elongated due to the event. No further detail regarding the patient's outcome was provided. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The response addressing the request for additional information regarding report 1416980-2016-01500. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection a defect of broken part was observed. The reported condition was verified. The device does not meet specifications requirements. Should additional relevant information become available, a supplemental report will be submitted.